Manufacturer narrative:
Initial.

Event description:
It was reported that a connector could not attach to an ilet during a supply change, and the agent instructed the user to restart the process with a new pre-filled cartridge; the grandson then replaced the cartridge, after a prior connector swap due to an incorrectly deployed infusion set during the same change, and the connector attached successfully. Symptoms included no reported clinical effects. Outcomes included no medical intervention, alarms, or hospitalization. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed user handling during the supply change as a likely contributor, with the connector and cartridge functioning as intended once the process was repeated correctly. It was concluded, based on previously established findings for similar reports, that use error was the most likely cause.